Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 455cc mentor memorygel breast implant prostheses and experienced bilateral neurological impairment, right-sided capsular contracture (unknown grade), left-sided impaired healing and paresthesia postoperatively. The diagnosis of the right-sided capsular contracture was confirmed by a healthcare professional. The patient's husband states that the patient is experiencing left-sided loss of sensitivity, and her left breast took a while to heal and has scarred differently from her right breast. In addition, the patient was diagnosed with short term memory loss in 2019. As a result, the patient is scheduled to have a consultation with a healthcare professional on (B)(6) 2021. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.